Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis 1. Uterus and bilateral fallopian tubes (101 gms): unremarkable cervix. Secretory pattern endometrium. Adenomyosis. Right and left fallopian tubes. Clinical information : pre-op diagnosis: pelvic and perineal pain post-op diagnosis: pelvic pain in female gross description the cervix measures 4 cm in length by 3 cm in diameter at the exocervix. A metallic and coiled contraceptive device is identified protruding from the left cornual aspect of the uterus. The endometrial cavity measures 3 x 1.5m. The cavity is coarse and stellate consistent with possible scarring. The right fallopian tube with fimbria measures 7 cm in length by 0.6 cm in diameter. Paratubal cysts containing clear runny fluid are identified measuring up to 0.5 cm. A metallic and coiled contraceptive device is identified within the lumen. The left fallopian tube with fimbria measures 5 cm in length by 0.6 cm in diameter. The serosa is smooth and the lumen is patent. Specimens 1 uterus, uterus, cervix, and bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On 07-apr-2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 022: final diagnosis. 1. Uterus and bilateral fallopian tubes (101 gms): unremarkable cervix. Secretory pattern endometrium. Adenomyosis. Right and left fallopian tubes. Clinical information : pre-op diagnosis: pelvic and perineal pain. Post-op diagnosis: pelvic pain in female. Gross description. The cervix measures 4 cm in length by 3 cm in diameter at the exocervix. A metallic and coiled. Contraceptive device is identified protruding from the left cornual aspect of the uterus. The endometrial. Cavity measures 3 x 1.5m. The cavity is coarse and stellate consistent with possible scarring. The right fallopian tube with fimbria measures 7 cm in length by 0.6 cm in diameter. Paratubal cysts containing clear runny fluid are identified measuring up to 0.5 cm. A metallic and coiled contraceptive. Device is identified within the lumen. The left fallopian tube with fimbria measures 5 cm in length by 0.6 cm in diameter. The serosa is smooth and the lumen is patent. Specimens 1 uterus, uterus, cervix, and bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.